Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not working properly. The customer reported that there was no red light emitting from the fingerprint reader, and none of the users were able to use the fingerprint functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device biometric identifier was not working. The field service engineer (fse) dialed into the station and worked with the user. The fse tested the biometric identifier in the hardware test application (hta), fingerprint was detected, but a constant spoof error was displayed. A driver reinstall was attempted, but the issue persisted. No matching solution was found in the knowledge base. After the station was rebooted, the user remained unable to log in, although another user was able to log in successfully. The customer was going to ask the pharmacy to switch the device to password mode for the night, and the field service engineer planned to call the automation team in the morning to arrange the repair. The field service engineer then received an email the following morning stating that the issue had been resolved and that the case could be closed, although the fse had no information on what was done to fix the issue. The system functioned as intended after the issue was resolved.